Event description:
It was reported that the patient received a shock and patient notifier for possible output circuitry damage and low hv lead impedance. Fluoroscopy revealed that the chronically capped competitor lead may have been rubbing against the active leads. The device was programmed off and remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.